Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It was reported the patient was revised for progression of osteoarthritis. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patients risk for progressive osteoarthritis. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain, and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. Medical records were provided and reviewed. The provided medical notes stated "well fixed, well positioned medial compartment uka. Lateral compartment demonstrates some progression of arthritis with arthritic progression in the patellofemoral joint as well. The products are deemed to be conforming to specification and the patients medical notes report progression of arthritis therefore, the root cause of the reported issue is attributed to disease progression. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ medical devices: oxf twin-peg cmntd fem md PMA; item# 161469; lot# 252880. Oxf anat brg rt md size 4 PMA; item# 159576; lot# 717420. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00112, 3002806535-2023-00113, and 3002806535-2023-00114. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent initial uni knee arthroplasty and approximately 8 (eight) years later a revision surgery was performed due to pain and lateral wear.attempts have been made and no further information has been provided.